Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a "spinal leakage and a bulge near her pump at implant" that had since been resolved. The patient has "not had much success with the pump therapy so far." The patient's "muscle spasms have improved some," but the "stiffness has not improved at all." The patient was supplementing her pump with oral baclofen and was "dealing with the side effects." The patient had relocated to a new state and though that the new climate may have contributed to the symptoms. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.